Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) reported onsite and was unable to replicate user's complaint. The fse first inspected the catheter's insertion port for signs of blood. No blood traces on catheter insertion port was found. Removed the pim for inspection and also found no traces of blood on pim, safety disk or drive manifold. The fse reinstalled the pim and safety disk and successfully completed a simulated treatment on the unit upon initial testing with testing catheter and trainer without issue. Identified the catheter restriction alarms in the logs attached for reference. Unit was calibrated per manufacturer recommendations, dust free, and moisture free inside. The transducers were all referenced back to atmosphere when fully opened, and able to complete all manifold test without exception. Unit calibrated and passed all functional and safety tests per factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a restriction alarm, followed by inability to see blood pressure readings. Users attempted to address the alarm by swapping out consoles, resurfacing alarm. Users identified blood in the catheter line, and clamped the line. Patient had expired. Related complaint # (B)(4).